Event description:
A physician reported that in 2000 while treating a pt with a syringe using an adg needle, the collagen leaked out around the hub of the syringe and collagen "spattered" on the physician's hands. The needle did not separate from the syringe. No collagen "splattered" onto the pt and there was no injury to the pt or staff. The syringe and the needle were not not retained.